Event description:
It was reported that a preloaded intraocular lens (iol) was noted to have a crack in the middle after it was implanted in patient's operative eye. Account indicated that the iol was properly loaded into the inserter and came out easily; however, it was cracked in the middle and had to be removed and replaced in the same procedure. Incision was enlarged and two sutures were required. The patient's final vision was not affected (20/100 due to underlying retinal disease). No further information received.

Manufacturer narrative:
Age, weight, and ethnicity: unknown/ not provided, as information was asked but it was not provided. Serial number: unknown, information not provided. Expiration date: unknown, as the serial number was not provided. Unique identifier (UDI) number: unknown, as the serial number was not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Initial reporter telephone number: (B)(6). Device manufacture date: unknown, as the serial number was not provided. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.